Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator failed the post (power on self-test). The ventilator was not on a patient at the time of the event. The customer replaced the breath delivery (bd) central processing unit (cpu). A service engineer (se) downloaded the software onto the bd cpu and the unit passed all testing and operated within the manufacturing specifications.